Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complaintant alleged that during biomed testing, the device' s screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a system interconnection display cable that was not properly seated to a connector. The cable was replaced to resolve the report. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.